Event description:
An 18 gauge insyte autoguard was being inserted into the patient's arm. When then the retraction was deployed using the push button, the green hub of the IV was seen dangling from the patient's arm/insertion site. The catheter was "missing." The catheter could not be located at first. The patient was x-rayed and the catheter was not located. The bd representative came out and was able to see with microscopic lenses that the catheter had actually retracted back into the retraction device of the IV.